Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead lost fixation within minutes. It was noted that tissue was visible in the screw mechanism. The ra lead was not used and replaced. No patient complications have been reported as a result of this event.